Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that images selected from the thumbnail image directory were different from the recalled images on the 9800 system. No patient injury was reported.